Manufacturer narrative:
Reagent strip information was not initially provided but they were returned for evaluation: lot# 2efec04, expiration date 05/31/2014. Manufacture date 05/01/2012.

Event description:
The advocate stated her son received a blood glucose reading of 30mg/dl on his contour next link meter, re-tested on a different meter and received 200mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate declined to troubleshoot and provided only the meter information. Customer strips are to be returned for evaluation. Meter and strips were sent to the customer.

Manufacturer narrative:
Initial reporter: address and phone were not provided.